Event description:
It was reported that the customer's insulin pump had unresponsive buttons and the time clock was not advancing. Instructed the caller to remove the battery for two hours and to insert a new battery, but the anomaly continues. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to corroded keypad traces. No frozen screen noted. Time/clock on display changing properly. The insulin pump received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.